Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be clogged with dried blood. After cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification.

Event description:
It was reported, the day following the implant procedure diagnostic imaging was performed and a dislodgement of the right atrial (ra) lead was observed. The ra lead was explanted and replaced to resolve the event. The patient was stable.